Event description:
Doctor reported fracture of implant's collar at tooth site 36. A new implant was placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. E1: reporter name: unknown / not provided. E1: address-line 2: (B)(6).